Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer replaced the cartridge to address the issue. Customer's blood glucose was 85 mg/dl.